Manufacturer narrative:
The manufacturer previously reported the sensor board was to be replaced to address a "service required" alarm condition. The estimate was rejected and the device returned unrepaired. The device has been returned for repair. The internal battery was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but returned unrepaired per customer's request.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs to be replaced to address the issue.